Event description:
It was reported that a patient received a biozorb marker on (B)(6) 2016. The patient was reported as diagnosed with tuberculosis. The patient was seen on (B)(6) 2017, due to pain at the lumpectomy site. Ultrasound was performed and no seroma noted but dermal thickening observed. The biozorb was reported as ¨touching skin¨. No intervention performed. On (B)(6) 2018, the patient was seen due to a small wound opening in which pieces from the biozorb reported coming out for 2 weeks. The biozorb was visible at the wound opening. No drainage and no redness note. Surgeon removed the biozorb on (B)(6) 2018, along with a fistula tract and a small amount of skin. The wound was cleaned and closed. Microbiology performed: staph aureus positive small amount. No other information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.